Event description:
Procedure: pnuemonectomy. Pt sex: unk. According to the reporter: after the instrument was fired over bronchus the jaws would not open and had to be forced open. It was noted that the staple was hooked to the tissue after the jaws was released. No other info has been given.